Event description:
During a regular pacemaker f/u performed on (B)(6) 2013, the device was found in standby mode. The device was re-initiated afterwards and previous settings were reprogrammed.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.